Event description:
Bayer case number: (B)(4). For several years I have been complaining of disorders and abdominal pain [abdominal pain] kidney pain [kidney pain]. Pain in groin on the right [pain groin]. Pain in the thigh like cruralgia [cruralgia]. Over the years I feel like I'm losing my leg mobility [mobility decreased] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("for several years I have been complaining of disorders and abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion medically important), renal pain ("kidney pain"), groin pain ("pain in groin on the right"), sciatica ("pain in the thigh like cruralgia") and mobility decreased ("over the years I feel like I'm losing my leg mobility"). It was unknown whether any action was taken with essure. At the time of the report, the mobility decreased had not resolved. The outcomes for abdominal pain, renal pain, groin pain and sciatica were unknown. No causality assessment was received for essure with regard to abdominal pain, renal pain, groin pain, sciatica or mobility decreased. The reporter commented: no manipulation, no computed tomography scan, no medicinal product will fix this. I sometimes feel very helpless and struggle in silence. Current patient status: I want to find out why my mobility is deteriorating, I am struggling to stay active, but sometimes I feel like I am 20 years older with pain and inability to move normally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). For several years I have been complaining of abdominal pain [abdominal pain], pain in groin on the right [pain groin] , pain in the thigh like cruralgia [pain in thigh], kidney pain [kidney pain], over the years I feel like I'm losing my leg mobility/inability to move normally [mobility decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-dec-2024. The most recent information was received on 08-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("for several years I have been complaining of abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion medically important), groin pain ("pain in groin on the right"), pain in extremity ("pain in the thigh like cruralgia"), renal pain ("kidney pain") and mobility decreased ("over the years I feel like I'm losing my leg mobility/inability to move normally"). It was unknown whether any action was taken with essure. At the time of the report, the mobility decreased had not resolved. The outcomes for abdominal pain, groin pain, pain in extremity and renal pain were unknown. No causality assessment was received for essure with regard to abdominal pain, renal pain, groin pain, pain in extremity or mobility decreased. The reporter commented: no manipulation, no computed tomography scan, no medicinal product will fix this. I sometimes feel very helpless and struggle in silence. Current patient status: I want to find out why my mobility is deteriorating, I am struggling to stay active, but sometimes I feel like I am 20 years older with pain and inability to move normally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jan-2025: quality safety evaluation of ptc. Updated verbatim of event from "over the years I feel like I'm losing my leg mobility" to "over the years I feel like I'm losing my leg mobility/inability to move normally". Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.